Event description:
During priming of a cardiopulmonary bypass procedure, it was observed that the level sensor was not working. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.